Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins). A device diagnosis of high impedance was reported. (A clinical diagnosis was not applicable.) Device interrogation and device data on (B)(6) 2017 determined that contacts 7, 8, and 15 were out of range (the impedance was too high). No action was taken and the event was unresolved with no further action planned. The event was related to the device or therapy and not related to the implant procedure. No patient complication was associated with the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the foreign clinical study reported that contacts 7, 9, and 15 were too high (rather than contacts 7, 8, 15).

Event description:
Additional information from the healthcare professional of the clinical study reported there was no clinical diagnosis. There were no contributing factors to the event.